Event description:
The customer contacted leadcare technical services (ts) to report suspected false negative patient test results. The customer stated that she conducted blood lead testing at a head start program using the leadcare ii blood lead test system, and that all 50 patients that were tested had results of "low" (< 3.3 ug/dl). The customer suspected that some of these results were falsely negative. The customer confirmed that she ran controls upon opening the leadcare ii test kit prior to testing the patient samples. She stated that she followed the step-by-step instructions provided in the test kit package insert, and that both the level 1 and level 2 controls were in range at that time. The customer also stated that after seeing multiple "low" patient blood lead test results, she re-ran the controls from memory (without referring to the package insert) and the results of both the level 1 and level 2 controls were "low" (<3.3 ug/dl). During follow-up troubleshooting with the customer, ts determined that the customer had forgotten to mix the control samples with treatment reagent prior to testing them. The omission of this step led to the controls out of range error which in turn caused the customer's concern about the "low" patient test results. (The complaint of controls out of range, coor, and it's resolution are documented separately in mag-cc-08983). The customer re-ran the controls after speaking with ts and both the level 1 and level 2 controls were in range. The customer then tested seven patients, and all results were "low" (<3.3 ug/dl). The customer reported that there were no details of the patients' clinical presentation, and no past blood lead test results of these patients that suggested the "low" results were falsely negative. The customer confirmed that she was no longer concerned about patient false negative results. Out of an abundance of caution, a leadcare post market vigilance (pmv) specialist visited the customer site on 15-jan-2025. While pmv was onsite, the customer's sample collection procedure was reviewed. Pmv determined that the product instructions for use were not consistently followed. For example, the patients' hands are not washed with soap and water prior to sample collection, and the customer does not always fill the capillary tube to the black line. Pmv instructed the customer to follow the cdc guidelines for capillary blood collection, as well as the blood lead test procedure as it is written in the test kit package insert. The test kit in question had been consumed preventing testing of the kit by ts.